Event description:
This lead was implanted on (B)(6) 2012 and dislodged on (B)(6) 2012. It was explanted at (B)(6) hospital by dr. (B)(6). There were no patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).